Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model tdx3se, serial number/date (B)(4) is approximately 1 year 2 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male whose height is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer alleges that when the consumer was driving the chair up the lift, the brakes of the chair were slow to engage upon releasing the joystick and the chair rolled backwards off the lift, causing the consumer and chair to fall backwards, cracking the casing around the recline actuator motor. No injury is alleged.